Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed a distal tip tear on the e-sheath. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a distal tip tear was confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Although it was reported "mild" calcification and tortuosity, and a minimal luminal diameter of 6mm, without the 3mension imagery the potential contribution of patient factors in the reported event could not be assessed. Patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in france, during a transcatheter aortic valve replacement (tavr) procedure using a sapien 3 26mm ultra valve via a transfemoral approach, resistance was encountered while advancing the commander delivery system, and force was required to advance the valve out of the esheath plus. Upon the delivery system reaching the distal tip of the sheath, a tear of the distal tip of the esheath plus was observed. The delivery system was withdrawn without difficulty, and the procedure was completed successfully. No patient injury was reported, and the patient remained in stable condition.